Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 45-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced oozing from multiple areas including the impella access site. Femstop was placed overnight for a few hours and the impella site is now hemostatic. Heparin gtt was turned off and started the following day. It was further reported that the patient developed a large apical thrombus seen in echo. The team would like to escalate to impella 5.5 but are waiting for the apical thrombus to dissipate. The patient is stable.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The pump was returned for evaluation. No issues were found on the returned product. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely patient condition since the patient had bleeding from multiple sites. The root cause of the thrombus could not be determined without additional information. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added- d9 device return date, h6 component code 925 corrections to the initial MFR report: added d6a/d6b f6/f8 should have been left blank.